Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. The reporter denied damage to the battery cap and stated the yellow o-ring on the battery cap was not visible when secured to the pump. The reporter also denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to power on the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of an intermittent power issue was not duplicated during investigation., however, damage to the battery compartment was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.